Manufacturer narrative:
Updated section: h6.

Event description:
No additional information provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the rod revealed score marks on the distraction rod. X-ray images of the internal components showed no obvious damage and revealed the rod was partially distracted. The rod was unable to be distract with manual distractor & external remote controller (erc). The rod was sectioned to allow access to internal components, revealing some debris within, which appeared to be a combination of titanium debris and lubricant. Rod sectioning also revealed the distraction rod was contacting the internal surface of the housing. The two components could not be separated without the use of high force, indicating bending force were applied to the distraction rod causing it to go out of alignment and contact the housing. This is likely a result of patient activity and weight bearing. Device records review: review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections prior to release. Labeling review: "...during period of implant, patient should not participate in contact or severe sports or other high risk activities..." "...patients should be limited to those having a bmi of 52 or less..."

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the rod was explanted because it would no longer lengthen. No patient adverse event was reported.